Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on electronic assembly/motor noted. The insulin pump had unexpected restart error alarm after battery change due to broken solder joint on the interface board. The insulin pump had a cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.